Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that customer experienced hypoglycemia. The customer blood glucose level was 39mg/dl. Customers wife states she gave customer juice, brought blood glucose up to 103 mg/dl. The customer's wife declined troubleshooting for low blood glucose. The device will not be returned for analysis.